Event description:
It was reported, the bulb of the xenon light source was not working properly, and it was dark. The bulb was changed and troubleshot, but it remained dark. The issue occurred during a diagnostic colonoscopy and esophagogastroduodenoscopy procedure. The intended procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.